Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the asymptomatic patient presented in the hospital for device change out. The pulse generator exhibited back-up vvi operation. After a successful device download, the device resumed normal function and remained implanted. The patient was stable post procedure and would be followed up normally.